Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 165045: (B)(4) items manufactured and released on 26 sept 2016. Expiration date: 2021-09-13 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0310fl tibial insert fixed flex #3/10 mm l (k121416): lot 164024: (B)(4) items manufactured and released on 14 sept 2016. Expiration date: 2021-09-04 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.1203l tibial tray fixed cemented # 3 l (k090988): lot 164089: (B)(4) items manufactured and released on 29 sept 2016. Expiration date: 2021-09-15 no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.0033rp patella resurfacing # 1 (k090988) : lot. 163382: (B)(4) items manufactured and released on 04 october 2016. Expiration date: 2021-09-18. No anomalies found related to the problem. To date, 54 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on 13 december 2017: total knee revision surgery occurred 1 year after implantation. According to the report, the implant was in valgus position but this cannot be assessed having only post-revision x-rays. On the basis of available information, a proper clinical evaluation cannot be performed.

Event description:
The patient came in complaining of pain. The surgeon determined the patient presented with a valgus knee. The surgeon revised all medacta hardware. The surgery was completed successfully.